Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as unidentified (tear) opening. Additional observations: observed, creases on the surface of the device. Observed, wear abrasion on the surface of the device. Observed ,yellow biological tissue inner the surface of the device. No further actions are required, as no manufacturing issues are observed.